Manufacturer narrative:
This report is submitted on march 23, 2022.

Event description:
Per the clinic, it was reported that the patient experienced a magnet dislodgement and subsequently an infection around the magnet site (specific date not reported). Surgery to reposition the magnet was completed (specific date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2021-00348. This report is submitted on may 31, 2022.